Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper and stoma infection are known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with a (peg-j) tube. On (B)(6) 2022, the patient experienced difficulty mobilizing the peg tube. The patient also experienced stoma site pain and bleeding. On (B)(6) 2022, the patient experienced stinky liquids secreting from the stoma area. On an unknown date in (B)(6) 2022, a gastroscopy was performed which confirmed a buried bumper. The peg-j tubing was removed and replaced and the patient was treated with ceclor 750 mg oral antibiotics for one week.